Event description:
It was reported that non-physiologic senses were noted on both the atrial and ventricular leads. Possible reprogramming of the device was discussed, will continue to monitor. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2008 (B)(6); 5076-45 implantable pacing lead 2008 (B)(6). (B)(4).